Manufacturer narrative:
The device has not yet been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect laac access solution kit has been selected for use for an unknown procedure. The physician stated that the guidewire got stuck in the sheath/dilator and became damaged while trying to remove it. Procedure outcome and device information are currently unknown. No patient complications reported. Product return status is unknown.